Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator was displaying incorrect parameter measurements. There was no harm or injury reported. The device's event log was forwarded to the manufacturer's and a ¿ventilator inoperative¿ code was found in the ventilator's downloaded error log. The device's blower motor and system board need to be replaced to address the issue.